Event description:
During preparation for a percutaneous coronary intervention the shaft of a drug-eluting stent was observed as fractured. The target lesion was located in the moderately stenosed distal right coronary artery. The fracture of the 38x3.0mm taxus liberte long drug-eluting stent was found during preparation prior to the device being used. The physician completed this procedure with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, device manufactured date, method, result, conclusion. Examination of the returned device found shaft broken and damaged. The midshaft of the sds had a neck down separation .5 cm from the guide wire exit notch. There was no other damage to the device. Engineering review concluded that the distal uter shaft failure occurred due to sudden high tensile force applied during handling. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
During preparation for a percutaneous coronary intervention the shaft of a drug-eluting stent was observed as fractured. The target lesion was located in the moderately stenosed distal right coronary artery. The fracture of the 38x3.0mm taxus liberte long drug-eluting stent was found during preparation prior to the device being used. The physician completed this procedure with a different device. No patient complications were reported and the patient's status is good.